Event description:
On (B)(6) 2011 customer reported a leak of blue fluid dripping from the amtc module of the dxh800 instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and found a leak under the nrbc bath. Fse flushed the nrbc chamber. The repairs were verified per established procedures.

Manufacturer narrative:
Fse flushed the nrbc chamber and this resolved the issue. (B)(4).